Event description:
Following a laparoscopic anti-reflux procedure, in which the linx device was used, the linx device was subsequently explanted. Device explant on (B)(6) 2013. Additional information has been requested from site.